Event description:
It was reported that the pump was placed at 1000 in 2009, and was empty by the next day, in the morning. Another pump was attached to the pt, sent home and was fine. Fill volume 100 ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample has been received and is currently being evaluated. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for fast flow for the reported lot number. This investigation is ongoing. When additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.